Event description:
In a conversation between surgeon and mako rep, mako was informed of a revision that took place of the date of event. The pt suffered a dislocation related to a bone fracture. The surgeon removed a bone fragment. The surgeon revised the acetabular liner and femoral head components.

Manufacturer narrative:
As part of normal complaint f/u, an eval of the event has been initiated at mako surgical. The eval is still underway, and a supplemental report will be submitted if reportable results are obtained.